Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4574, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant. The lead was repositioned and remained in use. It was then determined the following day that the right atrial (ra) lead was dislodged. The ra lead was repositioned and remained in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.